Manufacturer narrative:
Details of complaint: customer reported that the multigas unit was not producing readings. The device was sent to nka for evaluation and repair. No patient harm was reported. Service requested / performed: evaluation and repair. A "device error" message was noted. The error corresponds to a failure of the sensor unit (cd-314p). The failure was determined to be sensor related. Investigation summary: the root cause is determined to be component failure as the sensor needed replacement. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process. Additional model information: d10: the following device was used in conjunction with the multigas unit, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the multigas unit was not showing any gas readings while connected to a core unit (g9) monitor during surgery.

Manufacturer narrative:
The customer reported that the multigas unit was not showing any gas readings while connected to a core unit (g9) monitor during surgery. The customer also reported that they checked the water trap and that it was not showing any readings in the display. No harm or injury was reported. The customer will be receiving an exchanged unit in order to mitigate the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. A g9 monitor was used in conjunction with the multigas unit, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: g9 monitor: model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the multigas unit was not showing any gas readings while connected to a core unit (g9) monitor during surgery.